Event description:
Acute right knee swelling. Information was received on 12-feb-2006 from a physician regarding a female patient, with an unknown medical history, who experienced acute right knee swelling. The patient began treatment with synvisc in 2005. The patient received three injections of synvisc into the right knee in 2005, and a week later. The patient experienced acute right knee swelling immediately after the first synvisc injection. In 10 days later the patient received a depo-medrol injection. The second synvisc injection was delayed. In abut 3 weeks later, the right knee was still slightly swollen. The patient received another depo-medrol injection and the second synvisc injection. In a week later, the right kneww was "settling down;" the patient received the third synvisc injection. The causality assessment was not provided. At the time of this report, the patient's outcome was unknown. Please refer to synv-15737 and synv-15739 for other adverse events from this reporter. Qa performed a review of the production and quality control documentation for lot# v05064. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot.